Event description:
The manufacturer received information alleging a failure of the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus (e-046) and cpu cannot communicate with the pressure sensor using spi bus (e-047) error codes were found on the device's error log for a bipap a40 device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, cpu cannot communicate with the flow sensor using i2c bus (e-046) and cpu cannot communicate with the pressure sensor using spi bus (e-047), in the device's error log. The third-party service technician further evaluated and determined the printed circuit assembly (pca) board had caused the error codes to occur on the device. In conclusion, the device's pca board needs replaced to address the issue. The root cause is confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the accessory port cover needs replaced for missing on the device, which was unrelated to the reportable issue.